Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that using cold insulin is off-label per the user guide. Customer changed the cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.